Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator's (epg) mode changed randomly. It was noted that the main printed circuit board (pcb) was out of specification. The hanger assembly and lower case has dents. The main seal is contaminated. The epg will be decommissioned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the external pulse generator (epg) was in use with a patient and the mode was changed randomly without any user input. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. The main board was assembled into a g olden unit. Upon functional test ran on automated test console the device passed all tests including ui test for doo button. During benchtop analysis, the sense test was performed and the device showed no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.